Event description:
It was reported by the affiliate that the (1) msm20 was used during a prostatectomy procedure. It was reported that the clips would not deliver (feed). The case was completed with another instrument. There was no consequence to the pt.